Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: while the patient was in the post anesthesia care unit (pacu), the tr band deflated. No injuries were reported.